Event description:
It was reported that the motor device had an undetermined malfunction. During engineering evaluation, it was observed that the device had temperature above specifications. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the temperature was above specification. The reported condition was confirmed. The assignable root cause was determined to be due to misuse and/ or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.